Event description:
It was reported that keys o, 1, 2 on a device work intermittently. There was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The unit in its received condition permitted power up, navigation, and pump run; however, has limited keypad operation due to intermittent response from the #0, #1, and #2 keys caused by a failed keypad. The remaining keys were tested and were found to function as expected. The failed keypad was replaced.